Event description:
It was reported that the universal oscillating saw attachment's pins are broken, thus the oscillating saw doesn't work properly. There was no pt harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.